Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
It was reported that the patient received a battery replacement due to end of life. The facility suspected that the device was depleting faster than expected. During the surgery no error codes were seen, just showed therapy disabled. It is believed that the device was off for a couple of months. The explanted device has been shipped to and received by the manufacturer. Product analysis is underway. No other relevant information has been received to date.